Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Reportedly, the customer attempted to load a cartridge when the piston was in the "up" position while customer was still connected to the site. There was no adverse impact to the customer's blood glucose level. Tandem technical support (tts) educated the customer to always disconnect at the site before removing or loading a cartridge onto the pump. The customer completed the load process to full retract the piston and a cartridge was successfully loaded onto the pump and insulin delivery was resumed.